Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent battery change from activa pc to percept pc. Percept pc is shown to have less battery life expected than activa pc. Settings were converted directly to percept pc using the conversion calculator worksheet. This is premature battery depletion based upon the implanted battery longevity estimator. No symptoms were reported.